Event description:
It was reported that during transport, the patient desaturated (o2 fell into low 80's) while on the ventilator. The ventilator did not alarm, appeared to be functional, and was ventilating the patient. The patient needed to be bagged to get the saturation back up to normal. No reported harm to the patient.